Event description:
The surgeon reported the footswitch emits continuously a high sound signal. The footswitch appears to be on the first phase. No patient injury reported, but there were eight procedures cancelled.

Manufacturer narrative:
No further information provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 01/16/2009.